Event description:
Peritoneal dialysis catheter transfer set changed per policy. During pt exchanges the next day pt noted difficulty during drain process. Transfer set changed, pt was able to complete next two exchanges. It was unable to drain completely. Both transfer sets were the same lot #. After the second malfunctioning transfer set pt was admitted to the hospital and discharged 2 days later.